Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
The patient called in dwell 2 of 3 with supply bag lines are blocked message. The patient was unable to get past the alarm and cancelled treatment. While removing the tubing set it was noted that there was a fluid leak. The patient could not tell where the leak was coming from. The cycler was replaced.